Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, nozzle had foreign objects, due to clogging of nozzle, water removal ability did not meet the standard value, due to wear of angle wire, the play of up/down knob out of the standard value, adhesive on angle rubber chipped, adhesive on angle rubber had white-clouded area, adhesives around objective lens had white-clouded area, adhesives around light guide lens had white-clouded area and distal end cover scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for a colonovideoscope having insufficient air to clear water from objective lens. Upon inspection and testing of the customer returned device, foreign material was found in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle getting into the air/water channel and caused a clog. It was not possible to further presumed the cause of the entry of the foreign material, as detailed handling information was unable to be obtained. Olympus will continue to monitor field performance for this device.